Manufacturer narrative:
(B)(6). (B)(4).

Event description:
It was reported that catheter stuck in stent occurred. The 99% stenosed 30mm in length, 2.7mm in diameter target lesion was located in a moderately tortuous left circumflex (lcx) distal to posterior descending artery. An opticross¿ imaging catheter was selected for use. During percutaneous coronary intervention (pci), after placing the 2.5x34mm non- bsc stent in the lesion, intravenous ultrasound (ivus) was performed. However, the opticross¿ imaging catheter was stuck at distal edge of the 2.5x34mm non- bsc stent and was unable to pull out. There was no damage noted to the stent. Subsequently, the shaft was cut and an unknown wire was inserted and it was removed. The cause of the stuck in stent is the stent inadequate apposition. The procedure was completed with another with the same device. No patient complications were reported and patient's condition is good.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. Device analysis revealed that the catheter was returned cut off in the proximal sheath assembly, besides, it was returned a wire stuck in the guide wire exit hole of the catheter, additionally, the guidewire exit hole port has found damaged. The returned wire stuck was removed in order to perform the product analysis of the catheter and a test guidewire (0.014") was inserted and no indication of resistance in tracking the guidewire into the catheter was noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that catheter stuck in stent occurred. The 99% stenosed 30mm in length, 2.7mm in diameter target lesion was located in a moderately tortuous left circumflex (lcx) distal to posterior descending artery. An opticross imaging catheter was selected for use. During percutaneous coronary intervention (pci), after placing the 2.5x34mm non- bsc stent in the lesion, intravenous ultrasound (ivus) was performed. However, the opticross imaging catheter was stuck at distal edge of the 2.5x34mm non- bsc stent and was unable to pull out. There was no damage noted to the stent. Subsequently, the shaft was cut and an unknown wire was inserted and it was removed. The cause of the stuck in stent is the stent inadequate apposition. The procedure was completed with another with the same device. No patient complications were reported and patient's condition is good.